Event description:
During product evaluation, failure code 703:00 was found in the pumps event history. There was no patient injury or medical intervention necessary according to the hospital representative.